Manufacturer narrative:
Balt USA reference: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f230800840 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "opti0930csfmx, lot f230800840 would not detach. Tried to detach first time, received solid green, heard the beep of the detacher, but as physician stepped on fluoro coil was not detached. Tried 10 plus times and opened a new handle. Then when removing the coil as the physician pulled back slowly after about 10cms were in the microcatheter, the coil detached. Had to push the coil in with a coil pusher and then stent coil, instead of just doing a standard coil case. No coil to return because it was obviously implanted in the patient." Incident report form submitted for this complaint indicates that no patient injury was sustained.